Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirm motor position encoder error alarm error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.